Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/5/16 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: leak test performed; failed due to pump case leak. Pump opened; no evidence of moisture found internally. Pump case cracked near top and bottom right corners of the display lens at the case seal. Battery compartment crack at the left upper corner of the bumper near the threads. No battery compartment leak detected at leak test. Unrelated to the complaint, the display screen is dim/faded